Manufacturer narrative:
Device code, type of investigation, investigation findings, investigation conclusion. Update to b1, this was previously reported as a product problem in error. The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to these procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that procedural factors that the malposition of the non-edwards valve caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
After an administrative review of the case event, a supplemental MDR is being submitted to correct the reportability of the event previously reported. This event was confirmed to be a duplicate of an existing case that was submitted under medwatch number 2015691-2024-02293. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
Please note the valve was implanted in the tricuspid position. The investigation is ongoing. H3 other text : valve remains implanted.

Event description:
During a ttvr procedure, using an evoque valve, immediately after deployment, in the tricuspid position the valve malpositioned. It malpositioned in the anterior and septal region of the annulus and moved ventricular on the anterior septal sides. The valve was stable but severe tricuspid regurgitation (tr) was noted so the decision was made to go in with a 28mm balloon and attempt to inflate and atrialize the valve. This was unsuccessful, so they went in with a 29mm sapien 3 valve. The valve was deployed successfully, but the doctors wanted to go in with a second sapien valve to demolish the tr that was seen between the evoque valve and sapien. The second sapien was deployed successfully, and the tr was graded at trace to mild. The evoque valve and 2 sapien valves are stable.